Event description:
It was reported that the patient's implantable neurostimulator (ins) had discharged due to the patient's charger being dysfunctional. The patient had clear improvement after the ins was recharged. The interventions taken were said to be "in-patient hospitalization" and "emergency room visit." The issue resolved without sequelae on november 22, 2024. Additional information was received: it was reported that both in-patient hospitalization and an emergency room visit both occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient felt a great discharge, then the neurostimulator stopped working. He was seen at the ER, where he presented with an episode of hyperthermia; no infectious disease assessment available. Transferred to the service for investigation of this episode. Patient presented with drowsiness, impaired alertness, and behavioral disturbances. Symptoms related to stimulator shutdown. We discover that the patient's charger was faulty. It will be replaced at his rehabilitation center. There is a marked improvement in his level of consciousness after his neurostimulation battery is charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the battery discharged due to patient's charger being dysfunctional. There was clear improvement after stimulator recharge.